Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found multiple replace battery alarms beginning with code 128-fxxx. Using the returned battery cap, the pump powered up to the display with auditory and vibratory features. A rewind/load/prime sequence was executed without incidences. The electrical draw readings were within specifications.